Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the there was an alert for high/undefined defibrillation impedance on the right ventricular (rv) lead. Several days later there rv lead had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). Rare undersensing was also noted during ventricular fibrillation (vf) episodes. The lead remains in use. No patient complications have been reported as a result of this event.